Event description:
Bone broke. Based on information from patient's neighbor. In 1991, patient was implanted with femoral nail. Now, in 1998, patient needs knee replacement surgery. In attempting to remove the nail to make room for the knee, the patient's hip broke in 4 places. She is now wheelchair bound.